Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon was able to be inflated; however, it could not be deflated. The device was removed with the scope from the patient, and the device was cut in order to be removed from the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon was able to be inflated; however, it could not be deflated. The device was removed with the scope from the patient, and the device was cut in order to be removed from the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Device code a1401 captures the reportable event of balloon failure to deflate. Investigation results the returned extractor pro rx retrieval balloon was analyzed and found that the balloon and the catheter of device had no damages. Functional analysis could not be performed due to the balloon lumen being occluded by dry contrast, and the occlusion could not be unblocked; this occlusion is normal due to the use of contrast during the procedure. With all available information, boston scientific concludes the reported event of balloon could not be deflated was not confirmed. The balloon was found blocked with dry contrast medium, since the balloon could not be tested it could not be functionally/visually verified. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.